Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery two shutdowns occurred: a first one due to excessive force detected as the surgeon applied excessive force on the tool, and a second one due to a collision between the robot arm and the robot stand.

Manufacturer narrative:
It was reported that two shutdown occurred due to excessive force detected during the surgery. A review of the log files from the subject event confirmed that two device shutdowns occurred, as stated in the complaint description. The first one resulted from the choice of the user to stop a resumed move and is a normal device behavior. The second one resulted from a collision and is a normal device behavior. IFU contains sufficient information regarding to avoid robot arm collision. User was trained and a company representative was present. Events are considered to be due to user errors.

Event description:
It was reported that during a surgery two shutdowns occurred: a first one due to excessive force detected as the surgeon applied excessive force on the tool, and a second one due to a collision between the robot arm and the robot stand.